Event description:
It was reported that the customer had a cracked screen on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer stated that the pump fell off his side. Customer was hospitalized because of diabetic ketoacidosis on (B)(6) 2014. Customer stated that he has been at the hospital over 17 times but was not wearing the pump at the time of the hospitalization. Customer's blood glucose level was over 500 mg/dl. Customer had severe vomiting and gastroparesis. Customer was treated with an insulin drip. Customer was sent home on (B)(6) 2014. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer will call back with the serial number to get the replacement pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.